Event description:
On the evening of (B)(6) 2014 a (B)(6) male (patient (B)(6)) was a (B)(6) inpatient on a medical floor awaiting placement at a skilled nursing facility. Throughout his admission, (B)(6) had been alert and cooperative, using his call bell for assistance when needing to move the commode or chair. This evening he was alert, sitting on the side of the bed eating dinner with the call bell in reach. Medi-choice ultimate off-loading heel boots were in place, and he had stated understanding he was not to attempt to walk in these boots. Fifteen minutes later (B)(6) was found on the floor near the far wall in the middle of the room, with a head laceration and confusion. His boots were in place when he was found. It is unclear if (B)(6) became confused prior to the fall, or why he walked across the room with his call bell still on the bed. Pt (B)(6) was found to have sustained extensive intracranial hemorrhage during the fall, and he died on (B)(6) 2014. Dates of use: two hours. Diagnosis: newly identified open area on one heel.